Manufacturer narrative:
Compromised force sensor system alarm during the prime test due to loose/protruded drive support disk. Motor error alarm during basic occlusion test due to loose/protruded drive support disk. Pump received with loose and protruded drive support disk, minor scratched display window and cracked reservoir tube lip. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump alarmed compromised force sensor system. The customer's blood glucose was unknown. Troubleshooting did not occur for the insulin pump. The customer agreed to return the insulin pump for analysis.